Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for device upgrade surgery, externalized conductors were observed under fluoroscopy. The upgrade was delayed pending discussion. No electrical anomalies were detected. The lead remains implanted.